Manufacturer narrative:
An event of shortness of breath and device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the cause of the reported device migration could not be conclusively determined. The cause of shortness of breath was cascade effect of migration. But cannot be confirmed. The reported surgical intervention was a result of case-specific circumstances as valave was explanted surgically.

Event description:
N/a.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vison valve was chosen for implant using a large flexnav delivery system. The annular dimensions of the native valve were perimeter 88.8mm, area 616 mm2, annulus 25.4 mm min and 30.8 mm maximum, left ventricular outflow tract (lvot) 88.9mm. The patient's aortic valve angle (av angle from 3mensio) 55 degrees and there was sufficient calcium to allow anchoring of the device. During the procedure, a pre-dilation was performed with a 24mm non-abbott balloon. The valve was successfully implanted with a depth of 5mm/5mm and the patient was reported recovered and left the hospital without incident. On (B)(6) 2025, the patient presented to the emergency room (ER) with shortness of breath (sob). A cardiac echocardiogram (echo) performed and showed the navitor valve was migrated into the left ventricular outflow tract (lvot) and was impinging on the mitral clips previously placed. The valve was explanted via surgery and surgical aortic valve replacement (savr) procedure was performed. The patient was reported stable.